Manufacturer narrative:
Unit received with critical pump error and 3 consecutive software error detected alarms found in the pump history. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was blocked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.